Event description:
It was reported that the battery will not hold charge. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.